Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) 155 mg/dl, and 354 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
It was reported that a physician trained in the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second and third proglide devices were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.